Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ clinical report states patient seen for groin pain. Revision surgery not yet scheduled. Update (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address fluid in the joint. All revised products being reported. The complaint was updated on: (B)(4) 2014.